Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results from the investigation, foreign material was confirmed in the air/water channel and the air/water cylinder. The foreign material was not identified. It was possible that a pinhole in the bending section cover prevented proper reprocessing and the removal of the foreign material. However; a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following instruction for use (IFU). The detection method is described in chapter 3 preparation and inspection of the gif/cf/pcf-190 series operation manual. Prevention measures are described in chapter 5, "reprocessing the endoscope," of the instruction manual gif/cf/pcf-190 series reprocessing manual. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the gastrointestinal videoscope had white foreign material in the air/water cylinder and tube. There was no patient involvement.